Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal some of the applicator tips were bent, and others were difficult to remove all in one piece. Consumer experienced discomfort and pain after removal.